Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent express bolus button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 130 mg/dl. The customer was going to take insulin when she press the b button it didn't register and esc did not do anything either. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.